Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.